Event description:
Event description cpi received information that due to noise, the rate sensing portion of this endotak transvenous defibrillation lead (0064) was capped, and the high voltage portion remains active. Another cpi lead (0014) was added to the patient's system for the rate sensing portion.